Manufacturer narrative:
D10: (B)(6) - 02-010-03-0325 - logic cr femoral cem, right, sz 2.5 (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 02-012-47-2509 logic cr tib insert std, sz 2.5, 9 mm. Multiple MDR reports were filed for this event, please see associated report: 1038671-2024-03210. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 75 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and extensive osteolysis. Post operative diagnosis noted mechanical failure of right total knee replacement. Post operative findings noted complete medial polyethylene wear with fractured polyethylene. Intraoperatively the surgeon observed moderate effusion, medial and tibial osteolysis extending to the stem of the prosthesis and the entirety of the medial aspect of the femur. It was also noted there was synovitis consistent with poly wear extensively throughout the knee. Upon removing the tibia, the surgeon observed a fracture through the osteolysis of the posterior medial plateau. The posterior medial void was filled with cement and had additional fixation of the remaining fracture fragments. No medical or surgical interventions were reported. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, bone fracture or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. G4: corrected. H6: corrected. Component and investigation clinical codes.